Event description:
Event description cpi received information that a patient with this implanable pulse generator (ipg) exhibited a loss of sensing when lying on his right side. (The ipg is implanted on the right side.) The physician was not able to duplicate this. Because of the patient's poor physical health, the physician has elected to increase the amplitude and monitor the patient.